Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported compact plus system blood glucose results of 16 mg/dl and 231 mg/dl within 10 minutes. Reported a same system comparison from a different day of 18 mg/dl and 153 mg/dl mg/dl on mobile system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.